Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: d314drg, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to high thresholds, non-capture, oversensing, noise and high pacing impedance. An rv fracture was suspected. The rv lead was partially explanted, capped and replaced. No patient complications have been reported as a result of this event.